Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. Additionally there is a warning to always keep a spare set of fully charged batteries and a back-up controller available at all times. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Battery has not been received.

Manufacturer narrative:
The battery was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. The returned battery passed external visual inspection and functional testing. The reported event was confirmed via log files which revealed a critical battery alarm and occurrences of non-consecutive premature battery switching events during the analyzed period. Heartware has opened an internal investigation to evaluate these types of issues. However, customer complaint of "power switching" could not be duplicated at the bench level. As a result the battery performed as per specification. The battery was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the failure is communication error between controller and battery which likely contributed to the event. Investigation into this type of issue has been initiated via the corrective actions/preventive actions process by the manufacturer. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The ventricular assist device (vad) coordinator from the site in (B)(6) reported that the patient mentioned (power) switching. The battery was exchanged with one from the site stock. There was no effect on the patient.